Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported having a bent infusion set cannula. Pt stated her blood glucose level went up to 400 mg/dl with the bent infusion set cannula. Pt's normal blood glucose is around 120 mg/dl. Pt reported, she was able to treat herself. Pt stated, she would know immediately after inserting the infusion set that the cannula was bent so she would change it. Pt inserted the infusion sets both manually and with the insertion assist plus device. Pt reported, she did not notice any leaks at the infusion site. Pt discarded the alleged infusion sets. Pt was able to treat herself. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.